Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 421-549 mg/dl and the cause was not known. The infusion set was changed out and a bolus was delivered to address the bg level. A pump system check was performed and no device issue was identified. The customer declined to remove the infusion set site to inspect for damage. The customer was satisfied and required no further follow up.